Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the adjustable pressure valve due to brain tumor in (B)(6) 2009. According to the report, after the operation, the patient had an intracranial infection. The report stated that the physician explanted the product from the patient and implanted a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).